Manufacturer narrative:
The c702 module serial number was (B)(6). The customer performed precision testing for troubleshooting purposes with 21 samples and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Discrepant results were provided for 1 patient sample. The initial result was 1.68 mg/dl. The sample was repeated twice with results of 1.22 mg/dl and 1.24 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 816913 with an expiration date of 30-apr-2025. No further information was received for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.